Event description:
It was reported that a flogard infusion pump presented the f-22 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. "A review of the alarm log identified an occurrence of the f-22 alarm, confirming the reported condition. The cause of the f-22 alarm was not determined." Service exchanged the customer's device with a working device. Should additional relevant information become available, a supplemental report will be submitted.